Event description:
The lay reporter contacted lfs on march 1, 2010 alleging that her grandfather's one touch ultra meter does not power on. A medical surveillance specialist (mss) spoke to the reporter on march 11, 2010 and obtained the following info. The pt was unable to test his blood glucose for approximately 2 months. The pt continued to take his oral medication on a regular basis; however 2 weeks later, he started to exhibited symptoms of dizziness and dry mouth. He refused to go to the hospital. He did not seek any medical attention or contact the physician due to the reported issue. He did not have another meter to test his blood glucose. He continued to take his oral medication. On (B) (6) 2010 at around 7 am, the pt's symptoms of dizziness and dry mouth continued and got worse; therefore, he went to the ER. In the ER his reading was 400 mg/dl on the ER meter. The pt was treated with insulin and was in the ER till later that evening. The diagnosis per granddaughter was "high sugar". She claims his medication amount was increased; however, did not know how many milligrams it increased by. The meter did not power on by pressing the power button. Issue was not resolved by pressing the power button, pt inserted the test strip into the meter and meter still did not power on. The pt was using the correct vial of test strips. The meter was replaced. The complaint is being reported since the reporter alleged that due to the meter not powering on, the pt later developed symptoms suggestive of hyperglycemia and had to seek medical attention in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.